Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Dexcom representative relinquished old transmitter and advised patient to forget previous transmitters in bluetooth device settings, reset bluetooth, remove and re-install g5 application, manually enter new transmitter ID, and pair with the new transmitter, which was successful at establishing a connection. No additional patient or event information is available.